Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported to fresenius that a fluid leak occurred during a peritoneal dialysis (pd) patient¿s treatment. Prior to discovery of the fluid leak, there were multiple m31 air detected in cassette alarms that occurred. The alarms could not be cleared, and the patient¿s treatment was discontinued. When the cycler door was opened to remove the cassette, fluid was observed leaking out from the cassette compartment. No reported damage was found on the cassette. The patient did not complete their treatment; it was ended after two cycles. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported fluid leak. The lot number for the liberty cycler set was unknown as the device was reportedly discarded. The user facility discontinued use of the liberty select cycler, and the machine was tagged and set aside. Upon follow-up with the facility, it was reported that a call would be made to fresenius technical support (ts) to arrange for the cycler to be replaced and returned for a manufacturer evaluation.